Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, pump won't run" alarm. The reservoir volume was 35.1ml, the rate was 2.4ml/hr, and 73.9ml was given. There was air bubbles observed in the tubing. Cassette had green flow stop. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.